Manufacturer narrative:
The ceiling cover clamp ring was broken due to excessive tightening (torque >0.25 n/m) of the two attachment screws. All the hlx 2000 clamp rings at this customer site were inspected and replaced with new parts.